Manufacturer narrative:
Batch review performed on 25 april 2024 lot 2318448: (B)(4) items manufactured and released on 04-aug-2023. Expiration date: 2028-jul-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved batch review performed on 25 april 2024 on liner: impact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot. 2306413 lot 2306413: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-apr-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.